Event description:
After deploying metal clip into right breast, upon retracting metal hub that surrounds the clip, clip remained in breast. (Part of the outer casing) remained stuck in right breast. Very misiscule in size (2mm). Co rep here collected clip & part of casing to return to co.